Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fill estimate gauge reading was inaccurate. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42 and the pump time was incorrect. Customer's blood glucose level was 320 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.